Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. However, as the manufacturer was unable to obtain additional information about this event, the root cause cannot be determined. This event was reported in a conservative manner, given the proximity of the patient's death to the implant of the device. Nevertheless, there is no information at this time suggesting that the device was a contributing factor in the patient's death.

Manufacturer narrative:
The manufacturer is unable to receive further information about the event. The event is being reported in a conservative manner due to the proximity of the patient's death to the time of implant, and the possibility of a relationship to the device. However, at this time there is no known device problem, or evidence to suggest the event is device related. Device not available for return.

Event description:
A top hat size 21 was implanted on (B)(6) 2017. On (B)(6) 2017, the patient passed away. No other information was provided.